Event description:
While using the harmonic scalpel shears (ref har36), the surgeon and resident noted it to be "hotter" than usual. After the resident removed the harmonic from the patient, it was still in the sterile field and burned through the resident's gown. The harmonic was immediately removed from the sterile field at that time. The resident reported no injury or burn other than through the sterile gown.